Manufacturer narrative:
Concomitant device: #3 reported on initial MDR: 1845020: s/n (B)(4), lot 209648538 manufactured: 2015-07-15 (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the user reports that there is also a "rusting type colour on the outside and inside the distal shaft, and they are frequently having to replace angled attachments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: -- 1845020 indigo otol angled, s/n (B)(4): evaluation of the device found that the laser markings have faded and the locking mechanism is non-functional. -- 1845020 indigo otol angled, s/n (B)(4): evaluation of the device found that the bearings are broken and the laser markings have faded. -- 1845020 indigo otol angled, s/n (B)(4): evaluation of the device found that the tube bearings are corroded and the laser markings are faded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant devices: a 1845020: attachment 1845020 indigo otol angled, s/n (B)(4), lot 211695293, UDI # (B)(4), manufactured 2016-08-03. A 1845020: attachment 1845020 indigo otol angled, s/n and lot unknown. A 1845000: drill 1845000 indigo high speed otologic, s/n (B)(4), lot 209163325, UDI # (B)(4), manufactured 2015-02-04.product evaluation: analysis results not available; devices not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reports that "burrs are getting stuck in attachments and proving difficult to remove. Excessive overheating of drill. Grating sound present when using drill, disappears when new angled attachment is used." There was no patient impact.